Event description:
It was reported that this pacemaker exhibited far-field oversensing and symptoms related to rhythmiq. Technical services (ts) was consulted and recommended reprogramming options. This device remains in service. No additional adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced due to advisory. This device has been returned. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This report includes explant procedure information.

Event description:
It was reported that this pacemaker exhibited far-field oversensing and symptoms related to rhythmiq. Technical services (ts) was consulted and recommended reprogramming options. This device remains in service. No additional adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced due to advisory. This device has been returned. Other than the surgical procedure, no additional adverse patient effects were reported. Additionally, it was reported that this pacemaker did not exhibit advisory behaviors and depleted normally. This device has been returned. No adverse patient effects were reported.

Manufacturer narrative:
This report includes explant procedure information.